Event description:
It was reported that prior to using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, foreign matter was observed. The following information was provided by the initial reporter: can you please initiate a new complaint for a 5ml syringe with foreign matter? This is bd material 309703, lot 2090479.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, 5 ml, foreign matter was observed. The following information was provided by the initial reporter: can you please initiate a new complaint for a 5ml syringe with foreign matter? This is bd material 309703, lot 2090479.

Manufacturer narrative:
Investigation summary our quality engineer inspected the 20 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Ftir testing was performed on the foreign matter to determine its composition and results showed that the object was likely a piece of cardboard box. Bd cannot confirm that the cause of the failure is related to the manufacturing process, since the foreign matter and sample were not in the original packaging. Though the root cause cannot be confirmed to be associated to the manufacturing process, there is a possibility of this failure occurring due to mishandling of the product during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.